Event description:
The facility representative contacted (B)(4) technical services to report a flo-gard infusion pump that was damaged, the door clamp was broken off and missing; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump being damaged, the door clamp was broken off and missing, was confirmed during product evaluation. This condition was caused by a missing door latch. The pump head door and required parts were replaced to correct the reported condition. A follow-up report will be filed if any additional details become available.